Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough.

Manufacturer narrative:
(B)(4). Evaluation: they are not returning the patient interface, have not provided information on the surgery outcome or have provided any patient follow up after the event. Investigation is in progress since device history record has not been completed. Method: actual device not evaluated; results: investigation in progress. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.